Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Usedbrand, sigma 300 srevaluation summary. No anomalies found.

Event description:
Asku